Event description:
Rayner intraocular lenses limited received notification of an event that occurred following the implantation of a c-flex 570c from the distributor in (B)(6). The event description provided states that a (B)(6) received a c-flex 570c intraocular lens in the ciliary sulcus and post-operatively developed uveitis.

Manufacturer narrative:
(B)(4). Despite various attempts by rayner personnel to obtain additional information on the reported event, no further information has been forthcoming from the reporter. Rayner has been advised by the distributor that no additional information will be provided on this incident. The c-flex 07/12 IFU device description section contains the following statement; "c-flex iols are designed to be surgically implanted into the capsular bag of the human eye as a replacement for the crystalline lens following phacoemulsification". The c-flex 07/12 IFU contraindications section contains the following statement; "children under the age of 21 years". Implantation of the c-flex 570c iol in the ciliary sulcus and in a child under the age of 21 years is a deviation from the IFU and is therefore categorised as off-label use. Without the ability to examine the device and without clear event details being provided a failure mode and root cause cannot be ascertained.